Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Evaluation summary: baxter received one sample for evaluation. The reported condition of a broken plastic piece was confirmed. Visual inspection of the device noted that the pump segment assembly was broken. The device did not meet product specification related to the reported condition. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that an unknown number of antisiphon epidural luer lock sets have a broken plastic piece. This malfunction was found before use. There was no patient involvement; therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact date of this occurrence is unknown. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.